Event description:
A report was received stating a needlestick incident took place at the user facility. The report stated the nurse attempted to activate the safety device and withdraw the needle. Reportedly, the nurse pulled the needle arm beyond the safety stop and the needle tip was exposed. With the needle exposed the nurse suffered a needle stick. The reporter had no further info and stated that the product has been discarded and is not available for investigation.

Manufacturer narrative:
Customer has not returned the device to the MFR for device evaluation. The device was reportedly discarded.